Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received no delivery alarms and battery, reservoir and infusion set were changed. Customer's blood glucose was 400 mg/dl. Customer was assisted in performing a 5.0 unit fixed prime and insulin exit. Customer was disconnected for two days. Customer declined performing another 5.0 unit fixed prime in order to determine cannula was occluded. Customer was also assisted with reprogramming insulin pump after a battery out limit alarm.